Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 59mm abdominal aortic aneurysm. Vessel morphology was reported as the proximal aortic neck was 32mm and 10mm in length. Degree of angulation was 10. During the index procedure, the final angiogram revealed a type ia or type ii endoleak. The physician used another manufacturer¿s device and completed the procedure. The patient will continue to be monitored. The physician attributed the event due to the short and large proximal aortic neck. No additional clinical sequelae were reported and the patient is doing fine. The reviewed returned cta¿s prior to implant ; the films were non-contrast. It was revealed that the approximate proximal neck diameter at the level of the renal arteries was 34 x 37mm, and 1cm lower measured 37x38mm. The neck had little angulation and minimal calcification was seen. Non-contrast images could not provide an assessment of any possible thrombus. The maximum aaa diameter measured 5.9cm. The distal aortic diameter was 3cm and was lined with calcification. The right common iliac artery was aneurysmal (34mm max diameter) and the left common iliac artery was 14-15mm in diameter. The iliac arteries were calcified bilaterally. Images during implant and post-implant were not available for review, and the evaluation of the reported endoleak could not be performed.